Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a malfunction. Follow up was attempted to obtain additional information on the complaint, but was unsuccessful. The status of the device is unknown. No patient complications have been reported as a result of this event.